Manufacturer narrative:
The case was discussed with the physician. He related that the patient presented with an ami to the right coronary artery (rca). Two lesions where noted, one in the proximal third rca and the other in the mid/distal third, proximal to the bifurcation. A fr4 bsc guidewire catheter was used to select the rca. The rca take off was of mid tortuosity. The 0.014 guidewire easily cannulated the lesions and was positioned in the distal pda. The rio catheter was then advanced through the proximal lesion and at this point first noted resistance in advancing the catheter. Aspiraton was conducted with minimal outcome. The physician commented that the vessel was experiencing spasm. The morphology of the lesion was mild/moderately calcified but not heavily. At this point patient started experiencing pain and the physician proceeded to remove the rio. The rio would not track over the wire. As the patient's condition became worse, the physicain pulled on the rio catheter until the catheter lumen broke. The proximal portion of the broken rio device was removed from the patient leaving behind the distal end of the rio device still on the guide wire. To retrieve the distal portion of the catheter sitll inside the patient, the physicain pulled the distal portion of the rio catheter and guidewire back into the guide catheter and removed the entire system. The physician completed the procedure with alternative methods and the patient did well. No ccomponents of the device were left inside the patient. Returned product analysis determined that the point of separation was proximal to the rio guidewire proximal exit port the distal tip section remained on the guidewire. The failure was due to tensile force.

Event description:
Aspiration catheter distal tip separated from catheter during use. During removal of rio aspiration catheter, the catheter broke and the distal end remained on the guidewire in the patient's right coronary artery. The distal portion of the broken catheter was retrieved when the guidewire was removed. No device components remained indside the patient's body. No patient complications were reported.